Event description:
In 1993 pt underwent left total hip replacement. In 1999, x-rays revealed loosening of the stem and thinning of the lateral cortex. In 1999, the pt's physician recommended revision. Pt elected to postpone the surgery because of other unrelated complicating health factors. A few weeks later, in 1999, the pt tripped over pt's dog's leash and fell 1 ft from a porch. Immediately, pt experienced increased pain and popping in the hip and was unable to bear weight on the left side. The pt was admitted to the hosp and needed revision surgery. Pt again elected to postpone because of other unrelated health factors. In 1999, pt was admitted to the hosp for left hip pain and electively underwent revision of the hip where it was noted the stem had fractured and was grossly loose. During the procedure, pt did well and post operatively progressed very well without complication. In 1999 pt was admitted to a rehab facility where the pt died on 12/9/1999 as a result of septicemia/renal failure.